Event description:
It was reported that the clinician loaded the syringe containing 31ml of hydromorphone to the pca module at 1703. The medication was programmed to infuse at 1mg/ml (0.25mg/hr.) With volume to be infused (vtbi) 31ml. The customer stated that they receive the syringes prefilled with hydromorphone "from an outside vendor." The syringe's model number and brand were not provided. After an unspecified period, the patient reportedly felt "weird" and nauseated. The clinician, who was in the patient's room, noticed the patient was "sleepy and itching." The clinician checked the vital signs (temperature 98.4 f, heart rate 68, respiratory rate 16, blood pressure 127/63, oxygen saturation 92%) and alerted the physician. Upon checking the pca module, the clinician noticed that there were only 18ml of hydromorphone left. The infusion was then stopped at 1730. The patient required further monitoring but there was no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.